Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse reported that an (B)(6) male patient was treated while leaving the hospital. The lifevest delivered an inappropriate treatment at 15:09:12 during atrial fibrillation. The rapid atrial fibrillation contributed to the false detection. The patient was conscious during the event but didn't use press the response buttons. The patient went to the emergency room and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: 08/2013 - reuse; electrode belt: 06/2010 - reuse. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.